Manufacturer narrative:
(B)(4). (B)(6). (B)(4). Post market vigilance (pmv) led an evaluation of one stapler opened by the account. The instrument was received loaded with a 4.8mm reload. Visual inspection of the reload noted that some of the staples were partially advanced in the cartridge. The staples were in unusable unformed condition. The identifying ding from automatic firing fixture was present on the instrument handle. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality specifications at the time of manufacture. Replication of the advanced staple condition may occur when the firing stroke is not completed during application. The instructions for use of this product state: to fire the instrument, squeeze the handle a second time until it reaches a solid stop and it locks in the back position. If the instrument handle is partially squeezed during firing then released, bleeding may occur as the instrument was not fully fired. The current packaging design for the product does not allow room for advanced staples, thus the condition could not have occurred during assembly or shipment. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a lobectomy, the stapler was applied to the bronchus and fired, after firing the user cut the bronchus and then pressed the release button. The staples were not formed properly and bleeding occurred at the staple line. There was unanticipated tissue loss and damage. There was an extension of surgical by more than 30 minutes. No reinforcement material was used.